Event description:
It was reported that during inspection of a loaner set at a field stocking location (fsl) on unknown date, it was observed that the 2.7mm universal drill guide was missing a component. There is no known patient or hospital involvement. Upon manufacturer investigation, it was determined that the device was bent. This report is for a 2.7mm universal drill guide. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: reporter is a synthes employee. Part: 323.260. Lot: l486585. Manufacturing site: (B)(4) release to warehouse date: september 13, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Visual inspection: the complaint device, 2.7mm universal drill guide was returned to customer quality (cq) west chester for investigation. The drill guide was found missing spring and the fixed 2.0mm drill sleeve is bent. No other issues were found with the returned device. Service and repair evaluation: the customer reported the 2.7mm universal drill guide was found missing components. The repair technician reported the drill guide was missing spring and the fixed 2.0mm drill sleeve is bent. The cause of the issue could not be determined. The reason for repair is missing component. The item is being scrapped as it could not be repaired per the inspection sheet and will be forwarded to customer quality. The evaluation was confirmed. Document/specification review: based on the date of manufacture, the current and manufactured version of drawings were reviewed. -universalbohrbuechse 2.7 kp dimensional inspection: it is evident from the visual inspection that the drill guide was missing components, hence a dimensional inspection was deemed irrelevant. Investigation conclusion: the complaint can be confirmed based on the available information. The universal drill guide was missing the spring. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.